Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the balloon of the gastrointestinal feeding tube allegedly ruptured approximately two weeks post placement. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri -funnel replacement gastrostomy tube 20fr. Was returned for evaluation. A visual evaluation was performed, the split appears to have a clean cut where the balloon ruptured. The investigation is confirmed for deflation, as the device was visibly ruptured and therefore could not be inflated. The definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Possible contributing factors include sharp instrument damage, over-inflation, and valve damage. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the gastrointestinal feeding tube allegedly ruptured approximately two weeks post placement. There was no reported patient injury.